Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the stylus and cursor did not align. Overlay found out of electrical specification. Analysis also found one power cord bay door latch tab was broken and the upper case was cracked. Concomitant medical products: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the stylus will not re-calibrate. The programmer was returned for repair. No patient complications have been reported as a result of this event.